Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not allow medication to flow properly as the male tip of the secondary set did not activate the dual seal of the clearlink valve. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.